Manufacturer narrative:
Model number/catalog number: sc-8336-50. Serial number: (B)(4). Batch/lot number: 21539167. Model/catalog description: coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients ipg was not helping his pain. The patient underwent a lead and ipg explant procedure.